Event description:
A vacuum extractor was used during a vaginal delivery. The infant sustained a fatal cephalohematoma due to the vacuum extractor. Autopsy was performed on 6/4/96. Autopsy did not reveal any other potential cause of death.